Event description:
It was reported by the patient's parent that the patient had a lead replaced. Additional information obtained from the physicians office noted there was ventricular lead failure due to high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.